Event description:
It was reported that the surgeon commented that the fixation holes on the front of the triathlon baseplate trials are too close to the holes from the tibia resection block. On patients with hard bone, like today, there is a tendency to fracture the bone between the holes.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding intraoperative tibial bone fracture associated with the use of the universal tibial template was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as no lot ID information was provided. Complaint history review: not performed for lot as no lot ID information was provided. There have been no other similar events for product family. Conclusions: the exact root cause of the event could not be determined as no devices, medical records, or patient information associated with the event were returned for evaluation. Proper instructions on how to use the reported device and associated instrumentation are provided in the triathlon knee system: universal baseplate surgical protocol as well as indications and contraindications for patient selection.

Event description:
It was reported that the surgeon commented that the fixation holes on the front of the triathlon baseplate trials are too close to the holes from the tibia resection block. On patients with hard bone, like today, there is a tendency to fracture the bone between the holes.